Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue based on the error codes. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint but was unable to complete failure analysis due to the condition of the unit. There was extensive damage to the mtm including a bent plate, flat flex cables not attached, and cable pulleys not attached. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Although the probable root cause is linked to the mtm due to the error code, it is unable to be traced more specifically. Failure analysis was unable to test the mtm due to the condition of the part upon return.

Event description:
It was reported that an error occurred on the left master tool manipulator (mtm) during a procedure. The system had to be restarted while holding tissue due to the error. The surgeon power cycled the system and restarted, allowing the release of the tissue, but the error returned immediately. At the time of the call, the system was already undocked as the surgeon opted to complete the case via a laparoscopic approach. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the conversion did not result in increasing port size incision. The conversion did not result in adding additional ports. The patient tolerated the conversion to regular laparoscopic. There was no injury to the patient